Event description:
A report was received that the pt's precision system was explanted due to an infection at the lead site.

Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility.